Event description:
It was reported that pump experienced malfunction alarm with code displayed and caller had already started pump reset before contacting support. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with completing pump reset, helped turn pump back on, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.